Event description:
It was reported after the brk needle was inserted into the pt, the physician noticed blood coming from the needle hub. Upon inspection, the physician noticed the valve on the brk needle had fallen out of the hub. The physician removed the needle from the body. Upon inspection of the device, it was noticed that the clip that holds the valve in place had fallen off. The physician replaced the needle and the procedure continued with no consequences to the pt.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a follow up report will be submitted. Date report submitted to FDA by manufacturer: 10/22/2010. Date the initial reporter provided the info to the manufacturer: (B)(6) 2010.